Event description:
It was reported that when using the bd pyxis¿ es server device was on critical override. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that devices intermittently entered critical override (co) due to communication failures. A technical support specialist (tss) found that domain name system (dns) related errors preventing proper hostname resolution, which disrupted station to server communication and caused co notifications to appear in healthsight viewer (hsv) even when stations were operational. Data synchronization services and the notification service were restarted, clearing the co status and notifications from 21 devices. Further review showed that the auto co setting had been changed from 15 minutes to 1 minute, making the system sensitive to brief synchronization interruptions, once the customer restored the setting to 15 minutes, the issue was resolved. The customer confirmed normal operation afterward, and the case was closed. The system functioned as intended after the technical support specialist troubleshot and investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server device was on critical override. However, there were no delays or adverse events or injuries reported based on this event.